Event description:
The customer reported via phone call that the insulin pump was alarming without anything appearing on the screen. Customer stated the alarm history showed a no delivery and low reservoir alarm, which were attended to. Customer's blood glucose was unknown. The customer's blood glucose was 400 mg/dl. Customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.